Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that post implant, after the patient was back in their room, pacing spikes and pauses were observed on the atrial lead. Interrogation of the device revealed no atrial capture at maximum output and no sensed p-wave. An x-ray revealed that the atrial lead had dislodged. The lead was subsequently repositioned and the system was confirmed to be working normally after the reposition. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.